Manufacturer narrative:
The lens was returned dry, in a microcentrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear and white residue) and the lens missing piece of haptic. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -7.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens of the same model and diopter and the problem was resolved. On (B)(6) 2017, the patient's post-op uncorrected visual acuity (ucva) was 20/20.